Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow¿, ¿down arrow¿ and ¿ok¿ buttons were hyper-responsive and causing the screen to scroll. Patient denied that there was damage to the buttons, moisture ingress or trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/16/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation the pump powered up without incidents. All the buttons responded properly to presses. The investigation was unable to duplicate the reported button issue. When the keypad cover was removed, it was observed that the ¿ok¿ button contact was inverted.